Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as to due to a flu shot received two days prior in which the patient was not in good condition after the injection. As no additional clarification or information could be obtained, the cause of this event will be assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Pd therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide further information.